Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report pumping on the evening of (B)(6) 2016 with the purely yours ultra breast pump. She states replacing the 6 aa batteries inside the battery compartment prior to pumping. During the pumping session, she heard a loud pop sound coming from the base of the pump. Customer stopped pumping, opened the battery compartment and found leaking black fluid inside. She states the batteries appeared intact. Customer wiped out the black fluid and did not use the pump from this time on. A replacement purely yours ultra breast pump was shipped to the customer. Customer denies coming in contact with this black fluid. No injury or burn was reported.